Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving bupivacaine with concentration 10 mg/ml at a dose rate of 5.2 mg/day via an implantable pump for spinal pain. It was reported that small / partial wound dehiscence occurred medial to the pump pocket incision. The date of the event was approximately (B)(6) 2016. Draining small amounts of serious fluid for 48 hours was further indicated. No foul drug was noted. Exploratory surgery of the pocket was performed. The pocket was cleansed and closed. The patient was treated with antibiotic therapy specified as a cipro course. The patient was without injury regarding their status as of (B)(6) 2016. It was also unknown if the issue resolved as of (B)(6) 2016. The physician did not know the cause of the wound dehiscence as of (B)(6) 2016. On (B)(6) 2016, it was further reported that the wound did not close and heal as hoped. The catheter and pump were explanted on (B)(6) 2016. Cultures were not available at this time. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The following additional information has been requested which was not available at the time of this report: clarification if there was a device, therapy, or procedure issue, cause of partial wound dehiscence, and outcome. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Analysis of the pump found no anomaly.